Manufacturer narrative:
Outcomes attributed to adverse event: urinary retention. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. The basic evaluation began (B)(6) 2021. It was reported that the patient was not catheterizing an amount of fluid they were before, but they are also not voiding on their own at all now. They mentioned that they feel very full since they are not able to catheterize the amount they used to. On (B)(6) 2021 the patient reported that they think they may be constipated. They are going to take a stool softener today ((B)(6) 2021). They also reported that they have voided a small amount on their own during the night last night. The patient did say that their catheterized volumes have returned to more normal amounts.